Event description:
Erratic readings. In blood glucose tests, customer received readings of 358, 120, 136, 138 and 124 mg/dl within 10 mins. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.